Manufacturer narrative:
Pump was received with button error alarm due to flattened all the buttons dome switch. Pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 287 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.